Event description:
It was reported that during a biliary stenting treatment procedure, the stent failed to deploy. A biliary stent 8.5fr/10cm had been advanced to an unspecified biliary location. The physician was unable to deploy the device as the stent could not be "released". There were no patient complications reported with the patient's current condition listed as "stable".